Event description:
Caller reported that a malfunction occurred on the pump. Details about the impact on the customer¿s blood glucose level were unavailable. Customer received instructions from technical support to reset the pump, and successfully did so with no recurrence of the malfunction. The customer was informed to continue using the pump and to contact support again if the issue reemerges.